Manufacturer narrative:
(B)(4) were not returned for evaluation. Analysis of these devices could not be performed since they were not returned for evaluation. Review of (B)(4) manufacturing documentation confirmed that the devices met all requirements for release. Log file analysis revealed multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. This is report two of three reports (3007042319-2016-00504, 00503, 00505) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide and warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called the coordinator to report that she heard an audible beep but did not see anything on the controller screen. The coordinator asked the patient to remove 1 side of power to be sure there was an audible low priority alarm. The patient said there was a red triangle with both reporting no audible tone at that time. There were no audible tone and no visual alarm. The battery was changed out and the controller had audible tone post. The batteries were taken out of use at that time. Log files were sent in showing a power down at the time this was going on, the site opted to have the patient perform and elective controller exchange. It was stated that the patient did well and the coordinator reported audible and visual low and medium priority alarms. It was stated from the site that the device was not dropped and that there were no visible signs of damage and that the three were no pump stops associated with the event. It was further stated that the controller exchange resolved the issue. The batteries were reported to have greater than 50 percent of life on them. It was also stated that the patient is doing well per report with no further alarms. No additional information provided. Investigation is ongoing.